Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.

Event description:
It was reported that at implant, that the left ventricular (lv) lead would not stay in the vessel due to anatomical constraints and kept dislodging. The lead was not implanted and was replaced with a different lv lead. No patient complications have been reported as a result of this event.